Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic upon discovering that their implantable cardioverter defibrillator (ICD) was beginning to erode through the skin. It was found that the patient had also developed an infection in the pocket. The patient's full ICD system was explanted and a novel single-chamber pacemaker system was implanted. The patient was stable.